Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the non-calcified subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 1-2 seconds, contrast agent exited from the front side of the balloon which was near the joint part with the shaft and the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: mustang 10.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 11mm proximal of the proximal markerband. The rated burst pressure for this device is 14 atmospheres as per mustang specification. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the non-calcified subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 1-2 seconds, contrast agent exited from the front side of the balloon which was near the joint part with the shaft and the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported and the patient condition was good.